Event description:
The customer's mother reported via phone call that the customer went through five reservoirs due to an issue with filling the reservoir. The customer had changed the infusion set and then experienced the issues with filling the reservoir. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer's blood glucose was unknown. The customer was unable to draw insulin into the reservoir. Troubleshooting could not be fully performed because the customer was not present at the time of the call. The customer's mother stated the issue was resolved after opening another box of reservoirs. The customer was advised that the supplies would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.